Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When trying to place the stent, it would not release therefore the procedure.

Event description:
A supplemental correction report being submitted to include correct manufacturer details. When trying to place the stent, it would not release therefore the procedure.

Manufacturer narrative:
A supplemental correction report being submitted to include correct manufacturer and initial reporter details. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.